Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. It was noted that the laser power was lowered and that the physician "eventually" let off the foot pedal once the blue pixels were witnessed. It was noted that there was a biopsy performed prior to the ablation procedure and that the physician flushed the solution with approximately 0.5cc. There were no patient complications reported in relation to this event.